Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that a cartridge did not fit onto the pump, the cartridge had an ¿overhang¿. The issues were resolved by performing a cartridge change. There was no reported adverse impact to the customer blood glucose level.